Event description:
It was reported that the size on the sealed chipboard box was a 2.75x12 mm xience v stent with lot number 2070641/serial number (B)(4); however, the packaging inside the box was labeled as a 2.75x15 mm xience v stent. The device was not used on the patient. A new 2.75x12 mm xience v was used successfully to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.